Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial procedure: posterior lumbar interbody fusion pre-op diagnosis: cage between the l2/3 backed-out and l2 screw loosened it was reported that on an unknown date, post-op, the cage between l2/3 backed out and the s4 screw on l2 loosened. No breakage of products was reported. An additional surgery was planned to be performed on (B)(6). No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The re-operation was performed and the product was explanted.